Event description:
According to the reporter: occurred during a laparoscopic hepatectomy. On the first firing for resection of the hepatic vein, the surgeon was unable to squeeze the handle of the device and close the jaws. The reload was powerfully re-connected to the handle, but the connector of the device broke. To complete the procedure, another handle and reload were used successfully. No patient injury or extension in surgical time. Patient status is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.